Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / continues to experience increasingly intense pain / pain / physical pain') in a 29-year-old female patient who had essure (batch no: f23536-not valid, 12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hypothyroidism, diarrhea nos, bladder infection, galactorrhea, c-section, migraine, hypothyroidism, urinary tract infection and pyelonephritis. Concurrent conditions included unspecified essential hypertension, blood pressure abnormal, hypertension, ureteral calculus, flank pain, diarrhea, hematuria and chills. Concomitant products included lisinopril from on (B)(6)2012 to on (B)(6) 2013 for hypertension, levothyroxine sodium (synthroid) from on (B)(6) 2012 to on (B)(6) 2013 for hypothyroidism as well as acetylsalicylic acid; hydrocodone bitartrate (lortab asa) from on (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from on (B)(6) 2012, nsaids since on (B)(6) 2012, paracetamol (acetaminophen) since on (B)(6) 2012 and pregabalin (lyrica) from on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection vaginal"), depression ("psychological or psychiatric problems depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / migraine / headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced menorrhagia ("increased bleeding during menstruation / continues to experience bleeding \ abnormal bleeding (menorrhagia ) / severe bleeding"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), urinary tract disorder ("bladder / urinary problems") and bladder disorder ("bladder / urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved, the dysmenorrhoea, headache, fatigue, alopecia, nausea, weight increased, dyspareunia, vaginal infection, depression and anxiety outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: on (B)(6) 2012. Conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported. Date of explant: on (B)(6) 2018 (note discrepancy). Patient received treatment for dysmenorrhea (cramping), dyspareunia, menorrhagia, migraine and vaginal discharge. Injuries resolved post-removal: other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Imaging procedure: on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event bladder / urinary problems was added. Outcome of events " bladder/ urinary problems, pain and bleeding" were updated as recovered. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/continues to experience increasingly intense pain/pain/physical pain') in a 29-year-old female patient who had essure (batch no. F23536-not valid,12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hypothyroidism, diarrhea nos, bladder infection, galactorrhea, c-section, migraine, hypothyroidism, urinary tract infection and pyelonephritis. Concurrent conditions included unspecified essential hypertension, blood pressure abnormal, hypertension, ureteral calculus, flank pain, diarrhea, hematuria and chills. Concomitant products included lisinopril from (B)(6) 2012 to (B)(6) 2013 for hypertension, levothyroxine sodium (synthroid) from (B)(6) 2012 to (B)(6) 2013 for hypothyroidism as well as acetylsalicylic acid;hydrocodone bitartrate (lortab asa) from (B)(6) 2012 to (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and pregabalin (lyrica) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines/migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced menorrhagia ("increased bleeding during menstruation/continues to experience bleeding\abnormal bleeding (menorrhagia)/severe bleeding"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine was resolving, the genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage had resolved and the abdominal pain, back pain, dysmenorrhoea, headache, fatigue, alopecia, nausea, weight increased, dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012, (B)(6) 2012. Conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported. Date of explant- (B)(6) 2018 (note discrepancy). Patient received treatment for dysmenorrhea (cramping), dyspareunia, menorrhagia, migraine and vaginal discharge. Injuries resolved post-removal: other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information and references details and source documents were transferred from deletion case no (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/continues to experience increasingly intense pain/pain') in an adult female patient who had essure (batch no. F23536-not valid,12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hypothyroidism, diarrhea nos, bladder infection, galactorrhea, c-section, migraine, hypothyroidism, urinary tract infection and pyelonephritis. Concurrent conditions included unspecified essential hypertension, blood pressure abnormal, hypertension, ureteral calculus, flank pain, diarrhea, hematuria and chills. Concomitant products included lisinopril from (B)(6) 2012 to (B)(6) 2013 for hypertension, levothyroxine sodium (synthroid) from (B)(6) 2012 to (B)(6) 2013 for hypothyroidism as well as acetylsalicylic acid;hydrocodone bitartrate ((B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and pregabalin (lyrica) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines/migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced menorrhagia ("increased bleeding during menstruation/continues to experience bleeding\abnormal bleeding (menorrhagia)/severe bleeding"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine was resolving, the genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage had resolved and the abdominal pain, back pain, dysmenorrhoea, headache, fatigue, alopecia, nausea, weight increased, dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012, (B)(6) 2012. Conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported. Date of explant- (B)(6) 2018 (note discrepancy) patient received treatment for dysmenorrhea (cramping), dyspareunia, menorrhagia, migraine and vaginal discharge. Injuries resolved post-removal: other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs received : events outcome updated and events onset date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/continues to experience increasingly intense pain/pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. F23536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hypothyroidism, diarrhea nos, bladder infection and galactorrhea. Concurrent conditions included unspecified essential hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/continues to experience bleeding\abnormal bleeding (menorrhagia)/severe bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, headache, vaginal haemorrhage, fatigue, alopecia, nausea, weight increased and dyspareunia outcome was unknown, the menorrhagia and vaginal discharge had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported. Date of explant- (B)(6) 2018 (note discrepancy). Patient received treatment for dysmenorrhea (cramping), dyspareunia, menorrhagia, migraine and vaginal discharge. Injuries resolved post-removal: other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-oct-2019: fu 4 & 5 were processed together. Pfs received. Outcome of the event vaginal discharge was change to recovered from unknown. Reporter information and lab data were added. On (B)(6) 2019: fu 4 & 5 were processed together. Pfs received. New event dyspareunia (painful sexual intercourse) was added. Onset date of the events were added: increased bleeding during menstruation/continues to experience bleeding\abnormal bleeding (menorrhagia)/severe bleeding, vaginal discharge, migraine/headache, dysmenorrhea (cramping) and pelvic pain. Outcome of the event abnormal bleeding was changed to recovered from unknown and migraine was changed to recovering from unknown. Reporter information and treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/continues to experience increasingly intense pain/pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. F23536-not valid,12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hypothyroidism, diarrhea nos, bladder infection, galactorrhea, c-section, migraine, hypothyroidism, urinary tract infection and pyelonephritis. Concurrent conditions included unspecified essential hypertension, blood pressure, hypertension, ureteral calculus, flank pain, diarrhea, hematuria and chills. Concomitant products included acetylsalicylic acid;hydrocodone bitartrate (lortab asa) from (B)(6) 2012 to (B)(6) 2012, levothyroxine sodium (synthroid) since (B)(6) 2012, lisinopril, medroxyprogesterone acetate (depo-provera) and pregabalin (lyrica) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), migraine ("migraines/migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced menorrhagia ("increased bleeding during menstruation/continues to experience bleeding\abnormal bleeding (menorrhagia)/severe bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine was resolving, the genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, headache, vaginal haemorrhage, fatigue, alopecia, nausea, weight increased, dyspareunia, vaginal infection, depression and anxiety outcome was unknown and the menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6)2012, (B)(6) 2012 conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported. Date of explant- (B)(6) 2018 (note discrepancy) patient received treatment for dysmenorrhea (cramping), dyspareunia, menorrhagia, migraine and vaginal discharge. Injuries resolved post-removal: other diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, pelvic pain, headache, vaginal discharge, vulvovaginitis, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and medical records received : lot number was added. Reporter information, concomitant drugs, medical history was added. New events "infection ¿ vaginal, psychological or psychiatric problems ¿ depression and mental anguish" were added. Outcome of event "pelvic pain " updated to "recovering/resolving". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/continues to experience increasingly intense pain/pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. F23536-not valid,12533513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hypothyroidism, diarrhea nos, bladder infection, galactorrhea, c-section, migraine, hypothyroidism, urinary tract infection and pyelonephritis. Concurrent conditions included unspecified essential hypertension, blood pressure abnormal, hypertension, ureteral calculus, flank pain, diarrhea, hematuria and chills. Concomitant products included acetylsalicylic acid;hydrocodone bitartrate (lortab asa) from (B)(6) 2012 to (B)(6) 2012, levothyroxine sodium (synthroid) since (B)(6) 2012, lisinopril, medroxyprogesterone acetate (depo-provera) and pregabalin (lyrica) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection ¿ vaginal"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), migraine ("migraines/migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced menorrhagia ("increased bleeding during menstruation/continues to experience bleeding\abnormal bleeding (menorrhagia)/severe bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine was resolving, the genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, headache, vaginal haemorrhage, fatigue, alopecia, nausea, weight increased, dyspareunia, vaginal infection, depression and anxiety outcome was unknown and the menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012, (B)(6) 2012 conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported. Date of explant- (B)(6) 2018 (note discrepancy) patient received treatment for dysmenorrhea (cramping), dyspareunia, menorrhagia, migraine and vaginal discharge. Injuries resolved post-removal: other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, pelvic pain, headache, vaginal discharge, vulvovaginitis, dysmenorrhoea lot number: 12533513 manufacturing date: 2012/06 expiration date: 2015/03. Lot # f23536 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/continues to experience increasingly intense pain/pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. F23536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hypothyroidism, diarrhea nos, bladder infection and galactorrhea. Concurrent conditions included unspecified essential hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("increased bleeding during menstruation/continues to experience bleeding\abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, dysmenorrhoea, vaginal discharge, migraine, headache, vaginal haemorrhage, fatigue, alopecia, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Conflicting information received: stated that plaintiff did not undergo confirmation test, however a result with bilateral occlusion was also reported. Injuries resolved post-removal: other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Ultrasound scan vagina on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: abdominal and back pain, general abnormal bleeding, fatigue, hair loss, nausea, weight gain were added. Outcomes updated. Case becomes incident. New reporter added, plaintiff's information and date of insertion updated and removal added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.